Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The lesion being treated was located in the non tortuous circumflex (cx). The physician placed a taxus express2 8.8% 3.0 x 8 mm drug eluting stent in the proximal cx and a taxus 3.0 x 12 mm stent in the distal cx. Upon deflation of the proximal balloon, it became stuck on the stent. The physician was able to tug the balloon free and remove the balloon intact. After the balloon was separated from the stent, a dissection was noted in the unprotected left main. In the opinion of the physician, she is not sure if the guide catheter or the stent caused the dissection. The physician placed an express stent in the lm to treat the dissection. The pt's status is reported as good.